Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer collar of a clearlink continu-flo solution set was cracked. This was noted during infusion of normal saline in the intensive care unit (ICU) using a sigma spectrum infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 21 sep 2015 - 22 sep 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the male luer was cracked and broken. The reported condition was verified. The cause of the condition was not determined. To address this issue, the supplier of the component has been notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found that the male luer was cracked and broken. The reported condition was verified however the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.